Event description:
16 gauge PICC was being inserted via a 16 gauge introducer. Cannulation success, however, once PICC line introduced and attempt made to remove introducer snapped and a portion of the introducer cannula broke off into the cephalic vein of right arm.